Event description:
The pt reportedly experienced sound quality issues and decreased performance with use of device. Testing of the device revealed multiple shorted electrodes. Revision surgery is under consideration. Advanced bionics is in the process of gathering more info. When add'l info is received, a supplemental report will be submitted.